Manufacturer narrative:
A patient received a urinary catheter of the wrong size (smaller than required with a curved tip), which led to minor bleeding and required emergency care. The patient has since recovered. The investigation concluded that there was no issue with the functionality of the catheter itself, and the product was manufactured correctly and met all quality standards. The error occurred at the distribution level of the local wholesaler, where they mis-picked the wrong catheter type and shipped it to the patient. The incident's root cause was a human error during the picking and packing process at the wholesaler's warehouse. The wrong catheter size was selected and shipped to the patient. The wholesaler has reviewed their picking and packing procedures to ensure accuracy and is implementing additional checks to avoid the recurrence of incorrect packaging.

Event description:
A male patient was sent a urinary catheter of the wrong size (smaller than required with a curved tip) by mistake. Patient discovered the mistake and requested an expedite of the correct catheter. The use of wrong catheter led to a minor bleeding and patient visited the ER to have this checked out. Everything was fine and patient has recovered. The error occurred at the distribution level of the local wholesaler, where they mis-picked the wrong catheter type and shipped it to the patient.